Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Patient was advised to stop sensor session and allow the transmitter pair before starting sensor session again. No additional patient or event information is available.